Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 100ml cath tip plunger was loose on 2 occasions. The following information was provided by the initial reporter: I have tried two syringes now and when I pull up 100ml liquid into the syringe neither of them will hold the 100ml in the syringe but the plunger simply slides down allowing the liquid to escape out of the syringe.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2005201, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2005201 were used to for additional evaluation. The product was visually inspected, no defects or damage was noted on any of the samples or components. The syringes were filled with water and red colorant up to the 100ml marking. In all cases the product functioned as intended and the plungers did not move from their designated position. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that syringe 100ml cath tip plunger was loose on 2 occasions. The following information was provided by the initial reporter: I have tried two syringes now and when I pull up 100ml liquid into the syringe neither of them will hold the 100ml in the syringe but the plunger simply slides down allowing the liquid to escape out of the syringe.